Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced chest pain coincident with automated peritoneal dialysis (apd) therapy. Based on the limited clinical information provided there is a potential circumstance, in which the volume fill during apd may have contributed to the patient experiencing severe chest pain. On the same day as the event onset, the patient was hospitalized for the event along with another unrelated medical condition. Treatment details were not reported. Dianeal therapy remained ongoing. Three days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. No additional information is available.